Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4). Additional information from customer indicates that there was no patient involvement when device failed. Also device was not repaired and has been retired from service.